Manufacturer narrative:
(B)(4).

Event description:
The customer reported the lh750 was leaking a few drops of foamy fluid from the yellow stripe tubing at the bottom of the wbc bath. The fluid leak was contained within instrument. There was no report of patient results being affected by this event. No death or injury is attributed to this event and there was no change to patient treatment. The customer was wearing lab coat, gloves, and a face shield at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available. The customer replaced the yellow stripe tubing, cleaned up the spill with gauze and disinfectant and states reports lh750 is operational with no further leaks. The root cause is attributed to a leak in the yellow stripe tubing at the bottom of the wbc bath. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.